Manufacturer narrative:
Date of report: 28sep2021.

Event description:
The customer reported "cooling fan speed error" and the fan was not working. The device was not in use on a patient. No patient or user harm was reported. The customer confirmed the reported failure. The fan rate per minute (rpm) readout on the pneumatics screen was zero. The fan was not turning. The customer confirmed the fan was connected to the motor controller (mc) printed circuit board assembly (pcba). The remote service engineer (rse) advised replacing the fan assembly.

Manufacturer narrative:
The customer confirmed the replacement of the fan assembly. The unit was tested, and it was returned to service. The defective fan was disposed.